Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of the size incorrect for the patient was unable to be confirmed as analysis was unable to identify any fluid leaks or device malfunction. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination and functional testing did not identify any leaks or device mechanical issues. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of unintended use error cause or contributed to event was assigned to this investigation.

Event description:
It was reported that during the procedure the ambicor penile prosthesis (app) was attempted to be implanted but was unsuccessful due to the device being too big for the patient and did not fit. The 14 cmx20 mm app was not implanted and a smaller device was implanted. The procedure was successfully completed. The patient is expected to fully recover.